Event description:
Adverse event occurred after extraction was completed with no issues, using a spectranetics 14f glidelight laser sheath and a spectranetics lld ez lead locking device. During rv lead re­ implantation, an rv perforation occurred, requiring full sternotomy for repair. The patient survived the procedure. (B)(6) is not the manufacturer nor importer of the rv lead for re-implantation. The manufacturer/type of lead is unknown. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".